Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed. The fiber was replaced and the case completed using a second fiber. It was additionally reported that the patient experienced no adverse complications.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a radial fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. The metal cap exhibited char and detritus and devitrification of the caps remain attached. The identified issues may activate the laser system fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The radial fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/ user handling, due to anatomical/ procedural factors encountered during the procedure.